Event description:
Customer's mother reported that the customer had recently been hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was not provided, but the customer was in a state of diabetic ketoacidosis. Customer's blood glucose level was above 800 mg/dl near the time of the hospitalization. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.